Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was possibly fractured and exhibited high impedance. The doctor took the patient into the lab to screen the leads and the header, but no abnormalities could be observed. The ra lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.